Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the procedure to move the pump from the back to the front was done on 2017-(B)(4) the hcp stated they were unable to determine what the issue was. The hcp reported the patient stated the pump/medication was making him nauseated, vomited, and cause constant abdominal pain post-relocation. The cause of the issue was not determined. It was unknown if the patient¿s symptoms had resolved. The hcp stated (B)(6) pounds was the patient¿s last given weight, and the patient weighed (B)(6)pounds on 2017(B)(6)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient had their pump removed 6 weeks prior to the report. The patient reported the pump had been making him sick since (B)(6) of 2017. The patient reported they had morphine in the pump but couldn¿t remember the other drug or the concentration and dose of morphine. The patient reported their pump was moved from their back to the front because they fell from 10 feet and hit concrete. The patient reported that about a month after the pump was relocated they got sick. The patient reported that the pump was making him sick. The patient reported that their doctor sent their pump back for analysis about 6 weeks ago. No further complications were anticipated/reported.